Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula bent event on (B)(6) 2024 after 3 or more hours of insertion. Customer regularly rotate site location. Insertion site was abdomen. A little bit of bleeding on insertion site area. The glucose level was 350 to 375 mg/dl. Therefore, patient was treated with correction via IV bolus. The customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.